Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11666. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead was sensing atrial fibrillation. It was determined that the right ventricular lead had dislodged. Bradycardia was present though blood pressure was stable. During the procedure it was observed that leads were intertwined suggesting twiddler's and the left ventricular lead was out of position. Both leads were repositioned on (B)(6) 2021. The patient had no issues and was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the left ventricular lead which was previously noted to be out of position during a procedure on 24 feb, 2021 for the right ventricular lead and adjusted was identified once again as out of position as confirmed by a chest x- ray. The left ventricular lead was repositioned to a different more stable left ventricular vessel on 15 apr, 2021. The patient left the operating room in stable condition.